Manufacturer narrative:
Section b3: the event date was estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had history of gastrointestinal bleeding (gib) that started in (B)(6) 2016. At the time of the onset the patient was resuscitated with blood products and their international normalized ratio (inr) goal was reduced to 1.5-2.2. Routine maintenance with complete blood count (cbc), inr, and hemolysis labs was performed.